Manufacturer narrative:
Customer reported experiencing eye irritation after exposure to the reagent included with the test kit, mistakenly used as eye drops. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The customer called to report that a nurse at the facility used the reagent solution from the binaxnow covid-19 ag card as eyedrops. The customer reported the nurse washed his/her eyes with water. Customer reported eye irritation persisted after rinsing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 178297 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 178297 and device part number 195-430h / lot 174958. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178297 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.